Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had an reservoir anomaly. Customer's blood glucose was unknown mg/dl. The customer advised she filled the reservoir but she not able to push insulin through tubing, so she change reservoir. The customer was not able to use reservoir for set change. The customer was advised that we will send replacement reservoir and canister for her to send back the product.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected the snap cap and septum for anomalies none were found. Performed the occlusion test by filling the reservoir with diluent, connecting to a new infusion set and placing into a medtronic 5 series insulin pump, performed a manual prime fluid flowed through the infusion set and out of the catheter tip, conclusion the reservoir is not occluded.